Event description:
It was reported that the pt's implantable neurostimulator was removed sometime in 2009, following a loss of therapeutic effect. The device "seemed to work," initially, but later did not relieve pain on the right side of the pt's body. It was suggested that the change in therapeutic effect was due to a spinal fusion surgery that had been performed. The device was also noted to have been "bulging out," and causing pain at the device location. The lead remained implanted. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information received from the hcp reported that the cause of the event was the patient not using the spinal cord stimulator. It was reported that the generator was implanted in the left flank and was uncomfortable to the patient. As a result of the discomfort, the generator was explanted. The patient did not require hospitalization and there was no patient injury.

Event description:
Additional information was received. It was reported that the patient's stimulator was explanted, but his leads remained in place. It was indicated that, at that time, the patient underwent an MRI of his temporomandibular joint with no problems. On october 4th, the patient had another surgery where approximately three inches of the lead was cut off. It was noted that the system was removed because it "didn't work well" and it was stimulating the groin area.

Manufacturer narrative:
(B)(4).